Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported that the patient¿s ipg was turning off every time the patient's pacemaker enables pacing functionality. It was determined when the pacemaker programmer was used to interrogate pacing the ipg turned off. Surgical intervention maybe pending to address the issue.